Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of amia cassettes had a connection issue with the transfer set. This occurred during an unknown process step of peritoneal dialysis therapy. The home patient (hp) stated that they were having difficulty with the connection of the patient line to the port of their transfer set. The hp stated that they had to force it to close tightly, but had concerns of it coming apart. During follow up, it was confirmed that there was no disconnection; however, the hp further described that "the little connection on the patient hose where the plastic lines sticks on had a white thing that was barely hanging". The hp confirmed that they properly tightened the connection. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.